Manufacturer narrative:
The insulin pump had unresponsive act button due to corroded keypad traces however, no button error alarms noted during testing. No further testing possible due to button anomaly. The insulin pump was received with cracked case at battery tube threads. Unit received with minor scratched liquid crystal display window.

Event description:
Customer reports to have received a button error alarm while attempting a bolus delivery and was not able to clear. Customer's blood glucose was 175 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).